Manufacturer narrative:
Additional/changed and/or corrected data : b.5.

Event description:
The reported events of ¿daily body aches¿, ¿daily body aches¿, and ¿hair loss and an array of symptoms that many women with implants seem to suffer from¿ are all not related to the device.

Event description:
Patient reports "I started to get random symptoms like daily body aches, hair loss and an array of symptoms that many women with implants seem to suffer from. I got diagnosed with leukemia and I was in treatment till (B)(6) 2018 and am thankfully in remission. I appreciate that it is difficult to link leukemia with your implants and that is not what I am doing however the concern is that if the implants have been linked to bia-alcl what is to say the implants did not undermine my immune system and instead of bia-alcl I get leukemia,". Healthcare professional confirms capsular contracture grade 3 and patient has also now reported "leaked filler under the armpits". This record relates to the left side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported that they are ¿in cancer remission¿, ¿hardening¿, ¿swollen lymph node under my left armpit¿, ¿symptoms that are very clearly auto immune related¿, ¿inflammation in the body¿, ¿implants caused an inflammatory reaction in the body¿, and ¿biggest worry is getting sick again¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and product concern.

Event description:
Patient reports "I started to get random symptoms like daily body aches, hair loss and an array of symptoms that many women with implants seem to suffer from. I got diagnosed with leukemia and I was in treatment till (B)(6) 2018 and am thankfully in remission. I appreciate that it is difficult to link leukemia with your implants and that is not what I am doing however the concern is that if the implants have been linked to bia-alcl what is to say the implants did not undermine my immune system and instead of bia-alcl I get leukemia,". Healthcare professional confirms capsular contracture grade 3 and patient has also now reported "leaked filler under the armpits". This record relates to the left side.